Manufacturer narrative:
Claim# (B)(4)

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -13.50/3.0/102 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2023. On (B)(6) 2023 lens repositioning was performed due to low vault with rotation but the problem did not resolve. On (B)(6) 2023 the lens was removed and a replacement lens of longer length was later implanted and the problem resolved. In the reporter opinion the cause of the event was the device "icl too short despite sizing recommendation".